Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active at the time of reported incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer had high blood glucose and the insulin pump alarmed software error detected. The customer¿s blood glucose level was 600 mg/dl. The customer reported that they had received the pump error alarm after the failed battery alarm. Customer was able to clear the alarm. Troubleshooting was not performed for high blood glucose. The customer was unable to do more troubleshooting and not comfortable anymore and they stated that they were okay now. The insulin pump will not be returned for analysis.